Event description:
The device was returned due to an issue with the downstream occlusion (dso) seal/preventative maintenance. The results of the investigation found that the dso seal was cracking, and the upstream occlusion (uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracking dso seal and buckling uso seal. The dso/uso seals were replaced to fix the issue.